Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva maxzero open package seal. The following information was provided by the initial reporter: the product was opened/exposed with a black strip of tape.

Manufacturer narrative:
In response to the event reported by your facility, a device history review was conducted for lot number 5120882. Our records show that this is the only instance of this issue occurring in this production batch. One photograph of a nexiva unit package was provided for evaluation. The image showed that the top web was not sealed to the bottom web, likely due to the presence of black splice tape across the sealing area. Splice tape is used during the packaging process to splice new rolls of top web and challenge the vision system. It is the operator¿s responsibility to ensure that taped units are rejected and do not proceed through the packaging line. Based on the results of this investigation, the reported complaint was confirmed and determined to be related to operator error during manufacturing. To prevent future occurrences of this event our engineers have issued a notification to the appropriate personnel.

Event description:
No new information.